Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr's results were 122 and 250 mg/dl. Rptr did not have any symptoms. On follow up four days later, the rptr had done back to back testing earlier, with results of 154 and 152 (also rapid succession, using separate fingersticks). Control testing was not done since the rptr has not had any control solution available. No harm was alleged.